Event description:
As reported, during an unspecified procedure, the user found that while using the extraction probe inside the sheath of a flexor ureteral access sheath and dilators, the sheath began to release strands from the interior surface. This occurred when the stone spicules came into friction with the inside of the sheath. The user detected the issue after removing stones "about three times" during the procedure. The procedure was able to be completed although is unknown how it was completed. Unspecified flexible optics, ureteral sheath, guide wire, and extraction tube were also used during the procedure. The user expressed concern about continuing the procedure due to safety concerns, fearing that the loose threads might become embedded in the stone, which could complicate removal and potentially pose a risk to the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. There was no unintended section of the device left inside the patient.

Manufacturer narrative:
. E1 title: quality specialist e1 phone: (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.